Event description:
Per the clinic foundation implant report; this lead was capped due to high impedances. This lead was replaced with a medtronic prod.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the qual documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the qual documents showed a regular mfg process.